Event description:
During the implant procedure, bubbles were observed after surgeon placed the sensing lead in the intercoastal space. Pneumothorax was suspected. Physician pulled the sensing lead back slightly, placed a chest tube, and admitted patient for observation.